Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), difficulty was encountered in inserting the delivery system. The leadless ipg was not used and a transvenous system is scheduled to be implanted. No patient complications have been reported as a result of this event.